Event description:
The customer reported that a plum set vent hole did not open during administration of 5fu (fluorouracil), which caused the chemotherapy drug to seep from the vent hole with a clinical risk of spilling. There was patient involvement but no report of patient harm.

Manufacturer narrative:
The device is not available. The customer provided a photo, investigation is still pending.

Manufacturer narrative:
The complaint of leakage can be confirmed on the device based on the photos provided. Received one photo showing infusate residuals coming from the vent plug juncture. There are residuals observed inside the vent plug juncture with the cap closed. No damages can be observed from the photo provided. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot review was performed and no non conformities were found that would have led to the reported complaint.